Event description:
Healthcare professional reported a left side reason for removal noted as "capsulectomy" and stated the device did not cause to the reason for removal and provided the cause as "alloderm". Healthcare professional later reported a left side capsular contracture baker grade unknown, breast deformity, and "breast capsule extremely tight". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown.